Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an unconfirmed false negative patient result with the binax now covid-19 antigen self-test performed on (B)(6) 2022. Prior testing was performed on the binax now covid- 19 antigen self-test on (B)(6) 2022 that generated a positive result. The consumer also stated that he first tested positive on (B)(6) 2022 using an unknown brand of antigen test that generated a positive result. A second test was performed using an unknown brand of antigen test on (B)(6) 2022 that generated a negative result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.